Event description:
It was reported that the patient was experiencing persistently high blood glucose levels despite administering multiple bolus doses of insulin. The insulin boluses are not effectively lowering the bg. The issue persists even after the patient received a new controller. The patient's blood glucose level reached 20 mmol/l (360 mg/dl) and they sought medical attention at the hospital. Details regarding diagnosis and treatment were not reported and the patient was discharged the same day. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.